Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had has intermittent operation was confirmed. An assessment was performed on the device and found rust and corrosion around the contacts, the safety disc was missing and the trigger was jammed. It was further noted that the unit was running loud, the electric motor was vibrating a lot, and the electronic control unit was out of specification. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer drill device had intermittent operations. It was reported that there was no delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.